Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was non-functional following a recent revision procedure. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post-operatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery.

Manufacturer narrative:
(B)(4). Device evaluation was confirmed. The device could not be charged nor linked. The device was no longer functioning due to asic-u2 damage. The surface temperature of the component measured 29.2 degree celsius. The sleep current measured 25.28 ma, and the vh impedance measured 255 ohms. It was reported that the symptom appeared after the previous procedure where j-plasma bovie was used. Due to the device damage, the patient data was not retrieved.

Event description:
A report was received that the patient's ipg was non-functional following a recent revision procedure. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post-operatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery.